Event description:
Patient status post pangea construct level l3 to s1 returned to surgeon complaining of pain. A MRI showed recession of bone around two screws at s1. Surgeon removed all hardware and noted fusion; treated patient with antibiotics and infuse (posterior gutters). Surgeon also noted with the screws being loose from recession of the bone at s1 caused the patient pain. Patient is being treated for (B) (6) infection of implant site.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture without the returned device or lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review cannot be requested.